Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's quality assurance laboratory found that the medical adhesive around the seal plugs were damaged. It is suspected that the damage was induced at the time of the explant procedure. Additionally, there were tool marks on the header. All of the seal plugs were intact and all of the setscrews operated normally. Lead seal witness marks indicated that the ra lead was slightly under-inserted; however, the lead was inserted far enough in the port for the setscrew to make contact with the lead tip. The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 2.926 volts. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department on (B)(6) 2016. Public record information reported that this patient had died on (B)(6) 2015. There has been no allegations of device malfunction or that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. This boston scientific device and competitor lead system were successfully implanted. Shortly after being discharged from the hospital, the patient was admitted into the emergency room (ER) following a syncopal episode. Ts reviewed the stored data and noted that there were no stored episodes around the time of the reported adverse event. However, a review of stored data did identify two pacemaker medicated tachycardia (pmt) episodes and two successful automatic threshold tests. Ts suggested that hcp review programmed parameters in order to optimize pmt settings to avoid tracking retrograde p-waves. The patient did have premature ventricular contractions (pvcs) that likely contributed to the loss of av synchrony and retrograde conduction. Ts commented that the presenting electrogram shows appropriate device behavior. Boston scientific received additional information from the local representative that retrograde conduction was observed during the implant procedure as the programmed parameters included an extended pvarp at 280-300ms. During the predischarge check, the local representative identify two pmt stored episodes requiring further reprogramming of the device (extended pvarp to 320-350ms). It appears that the syncopal episodes occurred at some point after the device reprogramming had occurred. The local representative suspects that the root cause of the patient's syncope was not related to pmt. The local representative was not notified of the patient's admission into the hospital's emergency room and does not have further information concerning the patient's adverse event.